Manufacturer narrative:
(B)(4). The product has not been returned. No further information concerning this report is available at this time.

Event description:
It was reported that this right ventricular (rv) lead was explanted along with the system due to an infection. During the surgical explant procedure, lead removal difficulties were encountered and the lead broke apart at the tip. All lead parts were successfully removed from the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Tip separation was reported during the explant due to a system infection. This observation is covered in the potential adverse events section in labeling. The complaint device was not returned by the customer, therefore, no product analysis could be performed. The information provided was not sufficient to allow determination of probable cause. Therefore, no further actions are considered necessary and the complaint investigation conclusion code is known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead was explanted along with the system due to an infection. During the surgical explant procedure, lead removal difficulties were encountered and the lead broke apart at the tip. All lead parts were successfully removed from the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. There was not enough information provided in the complaint and the product has not been returned for analysis. Tip separation during removal results from a mixture of lead handling, patient anatomy, and lead design.

Event description:
It was reported that this right ventricular (rv) lead was explanted along with the system due to an infection. During the surgical explant procedure, lead removal difficulties were encountered and the lead broke apart at the tip. All lead parts were successfully removed from the patient. No additional adverse patient effects were reported.